Manufacturer narrative:
The insulin pump had a button error due to moisture damage keypad traces. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test or no delivery test due to prime anomaly. The insulin pump passed self-test. No alarm noted. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported via phone call that the pump had a button error. In addition, the customer's blood glucose fluctuated between 55mg/dl-344mg/dl. Customer also, stated there was a no delivery alarm.